Manufacturer narrative:
Correction: b1 ¿ type of report in 2017865-2025-91536 submitted on 7 jul 2025 should have been selected "product problem (e.g., defects/malfunctions) " rather than being left blank.

Event description:
It was reported that the patient felt ill and had experienced extreme exhaustion with high resting heart rate six months after initial implant. Upon interrogation, it was found that the dual right ventricular (rv) and right atrial (ra) leadless pacemakers (lp) exhibited high output rate. Programming changes were made. No further information was provided.